Event description:
It was reported that the patient intentionally and repeatedly picked and pulled at the implantable loop recorder (ilr) to the point it was partially protruding out of his skin. The ilr was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.